Event description:
A pt received an endeavor drug eluting stent to the lcx. There was minimal isa at the proximal edge off the stent. Two months post procedure intravascular ultrasound (ivus) showed persistent isa with positive vessel remodeling and stent recoil. Oct images showed 83% of the stent struts were covered with neointima.

Manufacturer narrative:
(B)(4). Evaluation, results: (root cause undetermined).